Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted there was paint worn off on the close/fire button. A pmv representative adapter and reload were connected to the subject handle. When pressing the close/fire button, the jaws of the reload would not close. The handle was disassembled and no abnormalities were found regarding the soldering, wiring, and components. The relays were probed and it was found that the relay responsible for closing/firing (d16) was active prior to activation. There were no issues with the source code of this instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition and the active relay (d16) prior to activation by the toggle. However, probable causes could be attributed to a condition in the source code that would take place when a button press would not be processed if there was a button press activated at start-up. The buttons would resume functionality once the button was no longer registered. Additionally, the investigation detected a unreported condition of improper cleaning that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic roux en y gastrectomy, during the initial loading sequence, while attempting to cycle the handle after loading it was confirmed that the device was unable to close the reload. The instrument would not fire. After the procedure, they tested the reload and the adapter/stapler would not close either. It looked like the internal closing mechanisms were damaged. They fired the reload with no issue with a different device. They confirmed with a demonstration reload the same issue after the case. There was no patient injury.